Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose was 415 mg/dl at the time of incident. The current blood glucose level is 76 mg/dl. The customer did not experienced symptoms of high blood glucose value. The customer was reported that the insulin pump was not working properly and they did not received insulin even if bolus was given. The insulin pump will be returned for analysis.